Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that 9800 system had a filament regulator failure error and a low ma error message. No patient injury was reported.